Event description:
Reportedly, the device infused too quickly. Meds infused over a period of 8 hours instead of 33 hours.

Manufacturer narrative:
Device evaluation results will be submitted when evaluation is completed.